Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6), 2013, a jafn(japanese antegrade femoral nail) was implanted for a femoral diaphyseal fracture case. After the operation, it was found by x-rays that a locking screw at the distal locking hole (dynamic hole) came off from the nail. The surgeon did the reaming during the surgery as the patient had a large cuneiform bone; therefore the surgeon used a 9 mm nail and it bowed. It was also reported that this was a non-union and the patient is still under follow up. A surgery to replace the current nail with a thicker nail will be done if the patient requests. This report is for the unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is the locking screw, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.